Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: surgeon was drilling the pt's tibia and the drill bit broke. A small piece of the drill bit remains in the pt's tibia. Surgeon scheduling removal of a screw in six weeks and will remove the piece of the drill bit.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device history records were reviewed and found to be within specification and showed no deviations regarding material analysis, strength and structural stability. All features that could be measured were found to meet specifications. The fracture face is homogeneous which indicated material conformity. The cutting edges of the flutes are blunt. It is possible a blunt instrument caused a mechanical overload and breakage of the device.